Event description:
The nurse reported that customer was hospitalized due to customer does not have any supplied for couple of weeks. It was reported that the customer was not using the insulin pump during the hospitalization due to he has been out of supplies. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).